Manufacturer narrative:
The symetrex cathter was returned for evaluation with one of the luers separated from the extension tubing. Visual inspection revealed tool marks on the wings of the luer, indicative of being grasped/rotated with hemostats or some other type instrument. Relative measurements were taken of the luer and found the device is within specification. The catheter was implanted for more than 2 years. An implanted catheter is exposed to many variables for which the manufacturer has no influence or control. These variables include but are not limited to: care and maintenance of the catheter by healthcare providers and the patient, and exposure to site care agents and ointments. The longer the catheter is implanted and functioning properly the less likely a catheter's failure can be attributed to a manufacturing defect or a failure of the product's design. The length of implantation makes accurate dimensional measurements impossible. The device functioned more than 2 years without any reported issues. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. A root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings: *repeated over tightening of the bloodlines, syringes and caps will reduce connector life, shorten the life of this catheter and could lead to potential connector failure. Use only luer lock (threaded) connectors with this catheter. Catheter should be inspected for damage before and after each treatment. *ensure all caps and bloodline connections are secured prior to and between treatments. *clamping near the luers and/or hub of the catheter should be avoided. Repeated clamping of the tubing in the same location may cause the tubing to weaken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After 2 hours dialysis, without problem, the luer lock went off. (Luer separated from extension tube)